Event description:
It was reported that during an intervention of the coronary artery, while introducing the 3.5 x 18 mm xience v stent through the sheath, the stent dislodged off the balloon when outside of the patient anatomy. The stent delivery system and stent were removed without problems. Another like stent was placed successfully. There were no adverse patient effects and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned xience v stent delivery system (sds) noted blood in the guide wire lumen and in the tip. There was no contrast visible. The stent implant was returned loose on the balloon consistent with the reported stent dislodgement. There were crimp marks on the balloon between the markers of the tightly folded balloon suggesting the stent was properly crimped at the time of manufacturing. There was no damage noted to the stent implant. The soft tip was stretched and kinked 1.5 mm distal to the clear gap. The tip damage was not reported and is consistent with the noted blood inside the guide wire lumen and tip. It most likely resulted from handling of the product post-procedure during removal from the guide wire and packing for shipment back to abbott vascular for investigation. There was no other damage noted in the sds. The stylet and protective sheath were not returned. The outer diameter of the stent measurements met manufacturing criteria. Potential causes for stent dislodgement, may include improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation for use, negative pressure during sheath removal, forced sheath removal, or handling of the stent during preparation for use. The stent dislodgement was reported to be the result of an interaction with the introducer sheath. It is possible that technique may have contributed to and interaction with the introducer sheath and subsequently resulted in the stent dislodgement. The reported stent dislodgement appears to be related to the operation context of the procedure and there is no indication of a product deficiency. A review of the lot history record for the reported lot did not reveal any associated nonconforming material records that would have contributed to this complaint. A query of the complaint-handling database was performed and no other incidents have been reported for stent dislodgement for this lot. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, a sampling of units is destructively tested to verify stent dislodgement force prior to release of the lot.